Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the machine and lead quit working. They removed and replaced the unit. The surgery resolved the issue. No further complications were reported.

Manufacturer narrative:
Event date: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a feeling their ins battery may be at or near eos. Patient states they are back to basically every time they stand up they are not going at all. Patient increased their stimulation and are still not feeling stimulation sensation. Patient had no falls or traumas. Problems started about a month ago but have been worse the last week or two. For example, patient has to get up 3 times during a lunch meeting to use the bathroom. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2021-oct-22. They reported that they had their bladder stimulator replaced last week. The agent inquired if the ins had been replaced due to normal battery depletion and the patient reported that it had bene replaced due to the battery and also because ¿the stims were too much on the bladder.¿ the patient reported they ¿wanted to re-do the stims.¿ it was noted that the agent was not clear on what the patient had been referring to by this statement. The patient stated that they had the ins and the lead removed from the left side and had it replaced with a new lead and ins on the right side. The agent asked for the event date and the patient stated ¿this started about a month, month and a half ago.¿ the patient reported that when the bladder stimulator stopped, they went to the bathroom 4 times in an hour and stated that every time they stood up, they peed all the way to the bathroom. The patient stated that they were seeing a new managing hcp.